Event description:
On 28th november 2024, rayner received notification from its distirbutor in malaysia of an event that occurred during use of a rayone emv rao200e. The event description provided states that a part of the optic was found to be missing immediately following implantation into the eye.

Manufacturer narrative:
The reference (B)(6) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye a piece of the optic was observed to be missing. No information regarding the actions taken by the healthcare facilty following the observation of optic damage has been provided to rayner. Additional information has been requested from the distributor to facilitate further investigation of the event. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv rao200e batch 073219177 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 073219177. There is insufficient evidence and information available to determine the cause of the event.

Event description:
On 28th november 2024, rayner received notification from its distirbutor in malaysia of an event that occurred during use of a rayone emv rao200e. The event description provided states that a part of the optic was found to be missing immediately following implantation into the eye necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation a peice of the optic was observed to be missing. The iol was explanted and exchanged during the original surgery session. Prolonged surgery is reported and post-operatively the patient is reported to have experienced corneal edema and an external wound to the eye (unspecified) due to the need to explant and exchange the lens. The device was retained and returned to rayner for evaluation. Product return inspection was performed on (B)(6) 2025. The iol was returned dehydrated and taped to the blister tray, the injector was not included in the return. Lens was inspected under x10 magnification and was found to be chipped in the optic area. No further testing could be facilitated due to the lack of injector associated with this case. The additional information received identifies that the injector was removed from the blister tray prior to insertion of ovd and closure of the flaps. The rayone IFU states that the injector should remain in the blister until the completion of these steps. This action is a deviation from the IFU. Additionally, the rayone preloaded iol injection system risk analysis identifies removing the injector from the blister tray prior to insertion of ovd as causing the lens to become improperly placed in the cartridge and resulting in the cartridge not being clipped properly. Failure to follow the IFU in this case is very likely a major contributory/causative factor to the lens damage observed post injection.